Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an abnormal sensing integrity counter count was observed on the implantable pulse generator (ipg) with no cause found. The sensitivity was prophylactically reprogrammed, and the ipg remains in use. No patient complications have been reported as a result of this event.